Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon says revising left hip for pain most likely due to poly wear. The poly recovered represented only about 1/2 of the poly came out in one piece and while we were not able to identify a lot or reference number because of poly destruction, we were able to confirm size through the use of trials. Surgeon performed head/ring/liner exchange and was pleased with results.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.